Event description:
Report received that the male luer slip adapter of the primary tubing set broke during disconnect. A pt was receiving an unspecified IV solution via a primary tubing. When the nurse changed the primary tubing set, it was reportedly difficult to unscrew the male luer slip adapter from the t-connector attached to the patient's IV access catheter. When the nurse used more force to disconnect the tubing, the "luer slip cracked". A piece of the male luer slip adapter was left attached to the t-connector. The nurse removed the entire t-connector and connected a new primary IV tubing set directly to the patient's IV access catheter hub. The infusion was resumed without problem. There was an unspecified amount of blood back up from the patient's IV site. The patient did not experience any adverse effects. Additional information was requested, but no further information was available.